Event description:
It was reported the patient experienced cerebrospinal fluid leakage during a trial procedure on (B)(6) 2013. During the procedure, the doctor experienced difficulty placing the right lead. Post-op, the patient experienced a mild headache. An sjm representative plans to meet with the patient for follow up.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.